Event description:
It was reported that on (B)(6) 2010, the customer lapsed into a diabetic coma. The customer never recovered and past away on (B)(6) 2010. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The reservoir tube was cracked. After testing, it was concluded that the device operated within specifications.